Manufacturer narrative:
Section h3 and h5: additional information. Section h4 and h8: correction. Manufacturer's investigation conclusion: the reported event of a funny noise coming from the pump head was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned console. A review of the downloaded log file showed events spanning approximately 13 days ((B)(6) 2019 per time stamp). The console was running a motor at a speed of ~4400 rpm with a flow of ~5.2 lpm. There were no unusual events noted within the log file. The console was forwarded to the service depot for analysis and was evaluated and tested under a work order. The reported event of a funny noise from the cmag blood pump was unable to duplicated or verified. The console was tested with a lab test pump. The console was previously tested with the returned and associated motor and flow probe as well as tested with a test motor. The console always functioned as intended and no alarms or error messages were present at any point. A full functional checkout was performed, and the unit passed all tests. A successful battery maintenance was performed. The console was returned to the rental pool. The root cause for the reported event was not conclusively determined through this analysis. The motor and blood pump in use during this event were reported under MFR #'s 2916596-2019-03961 and 2916596-2019-03801, respectively. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 3 months 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the nurses heard an abnormal sound coming from the cmag blood pump. They reported that it was making loud clicking sounds. Initially the nurses tried to reseat the pump head but that did not resolve the issue. They then reached out to the abbott rep and he recommended that a motor and console change out would resolve the issue. Changing the motor and console fixed the vibration so they did not have to change out the pump head. No additional information was reported.